Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facslyric¿ that there were erroneous results. The following information was provided by the initial reporter: compensation problems in pe, fitc and pecy-7 channels, requiring manual compensation by the infinicyt program.

Manufacturer narrative:
H.6 investigation summary : scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, and serial # (B)(6). Problem statement: customer reported a complaint regarding compensation problems on (B)(6) 2022. This poses the risk of producing erroneous results that might impact patient diagnosis and treatment. The issue was resolved and the instrument was found to be functioning as expected, and neither the customer nor any patients were harmed due to this issue. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2021 to (B)(6) 2022. Device history record (DHR) review: DHR part #659180, serial # (B)(6) , file # 659180-659180-r659180000401-106211509-19, was reviewed. The instrument met all the manufacturing specifications prior to release. Complaint history review : there are 6 complaints related to the issue of erroneous diagnostic results; date range from (B)(6) 2021 to (B)(6) 2022. Returned sample analysis: a return sample was not requested because no parts were replaced. Service history review: review of related work order #: (B)(4) , case #(B)(4) . Install date: 04oct2019. Defective part number: n/a. Work order notes: subject / reported: compensation problems. Problem description: problems in compensation in pe, fitc and pecy-7 channels, and manual compensation is required by the infinicyt program. Work performed: on a visit held on (B)(6) : we evidence that the technical sector of the laboratory did not perform the quality control characterization procedure (cqc) after changing the cs&t batch. In this scenario, the failure in the process of performing quality control steps (quality control characterization (cqc) directly impacted the performance of the compensation adjustments. During the visit (10/19) we carried out the appropriate processes with a new batch of cs&t (characterization qc, pqc and assay) and analyzed the compensation in new samples. After analysis, evidence that the compensation returned to adequate performance. In addition, we also showed that during the compensation process two parameters wereincorrectly registered: _percp cy5.5 instead of _percp cy5-5 _v500c instead of _v500-c this registration incorrect caused the compensation matrix of the tests to be zeroed, impacting the compensation calculation of the entire rehearsal. During the visit, the points described above were corrected and the calculation corrected. After analysis of test samples we observed that the compensation presented adequate performance. Equipment released to routine. Cause: the equipment quality control (cqc) characterization process was not performed after changing the cs&t batch. Solution: during a visit, we talked to the team and reviewed the deadlines and processes for carrying out the quality control characterization. Accompanied visit (B)(6). The equipment is performing properly. Customers are aware of and in agreement with the information described above. Parts replaced :n/a. Risk analysis: risk management file part # 10000063058ra, rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no. Azure ID: 89366 . ID: libivd-ra-165 3.2.1 9 . Hazard: sample acquired after failed qc. Cause: inadequate failure warnings . Harmful effects: potential for wrong result. Residual probability: 2 . Residual severity: 3 . Residual risk index: 6. Potential causes: based on the investigation results, the potential cause for the compensation problems was that the equipment quality control (cqc) characterization process was not performed after changing the cs&t batch. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the potential cause for the compensation problems was that the equipment quality control (cqc) characterization process was not performed after changing the cs&t batch. The customer reported a complaint regarding compensation problems. The field service representative (fsr) confirmed that the that the technical sector of the laboratory did not perform the procedure of characterization of quality control (cqc) after exchange of the cs&t lot. To resolve the issue, the fsr carried out the appropriate processes with a new batch of cs&t (characterization qc, pqc and assay) and analyzed the compensation in new samples. The fsr also noted during the compensation process that 2 parameters (percp cy5.5 and _v500c) were incorrectly registered. This impacted the compensation calculation of the entire assay. This was corrected. After the works performed, the instrument was tested with samples and the compensation issue was resolved. The instrument was functioning as intended. No parts were requested for evaluation as there was no parts replaced. Although the instrument was used for diagnostic testing, the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. Neither the customer nor any patients were harmed due to this issue. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 01/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. Conclusion: based on the investigation results, the complaint was confirmed and the potential cause for the compensation problems was that the equipment quality control (cqc) characterization process was not performed after changing the cs&t batch. The customer reported a complaint regarding compensation problems. The field service representative (fsr) confirmed that the that the technical sector of the laboratory did not perform the procedure of characterization of quality control (cqc) after exchange of the cs&t lot. To resolve the issue, the fsr carried out the appropriate processes with a new batch of cs&t (characterization qc, pqc and assay) and analyzed the compensation in new samples. After the works performed, the instrument was tested with samples and the compensation use was resolved. The instrument was functioning as intended. Based on the investigation results a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. Supporting document: n/a h3 other text : see h.10.

Event description:
It was reported that while using the bd facslyric¿ that there were erroneous results. The following information was provided by the initial reporter: compensation problems in pe, fitc and pecy-7 channels, requiring manual compensation by the infinicyt program.